Event description:
A ventilator was returned to a third party service center due to an allegation that the device failed to power on. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The device's power supply was replaced to address the issue.